Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility. Please the updates in sections: a2, a3, a4, g4, g7, h2 and h10. The service center received additional information from the user facility that states there were no reports of restriction in the channel during the previous procedure. The tissue fell into the patient¿s stomach. The physician used the scope suction to remove the tissue. There was not a trap on the suction, so the tissue was not able to be saved. The patient did not require any further testing or prophylactics. In addition, the facility provided information regarding their reprocessing practices. The scope was placed in an oer-pro for reprocessing. The uses acecide-c, endoquick detergent, and 70% isopropyl alcohol in the oer-pro. We use ¿prolystica¿, an enzymatic solution, for the presoak cleaning. Each cleaning is recorded in the facility¿s reprocessing log. The scope used in this procedure had been reprocessed the day before, and not used again until this case. The user facility reported that starting immediately after the procedure at the bedside, they begin by wiping down the entire scope with an enzymatic solution soaked sponge. Then aspirate water and air through the suction channel. The auxiliary water channel adapter is changed out for the cleaning adapter, and the scope is flushed with water and air. At that time, the scope is also flushed with the water pump. Then the scope is taken to the decontamination room where it is leak tested and soaked in an enzymatic bath. All caps and adapters are removed. After this, all channels are cleaned with a port brush. The entire length of the channel is brushed. The scope is then removed from the bath and placed in the oer-pro. A complete cycle is run. The last reprocessing in-service visit by an olympus ess was on may 15, 2019 about 2 weeks after the incident. The user facility reported that they do not feel that the scope was the issue and will not be returned for evaluation. Both of their oer-pros have been checked out and cleared by our olympus service tech. The user facility states they learned after this event that olympus states in the IFU¿s for this scope that an ¿endotherapy accessory¿ should be passed down the biopsy port prior to every procedure to ensure that no foreign objects are pushed out the distal end of the scope. We were unaware of this before the incident, but have now made it part of our pre procedure routine. The scope remains in circulation.

Manufacturer narrative:
As part of our investigation, on may 16, 2019 an olympus endoscopic support specialist (ess) was dispatched to the user facility to provide an in-service to the facility¿s reprocessing staff. The in-service included scope care, handling, all cleaning, disinfecting and sterilization information contained in the olympus reprocessing manual. In addition, the ess reminded the user that the IFU instruction states to confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end and confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined. If additional information is received, or the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, a piece of tissue from the biopsy channel fell into the patient. The tissue was retrieved. The doctor and nurse manager were unable to determine if the tissue was from the current or a previous procedure. It is unknown if the intended procedure was completed. There was no patient injury reported.